Manufacturer narrative:
Follow up #1 submitted: 06/19/2013 device evaluation: on examination, the keypad cover was intact without peeling. All of the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons. The pump powered on with a blank screen and no audible or vibratory function and the pump was unresponsive. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Leak testing revealed a leak at the battery compartment crack. The pump was opened for investigation and revealed internal moisture damage throughout the pump¿s interior. The display, audio and vibratory functions were inoperable due to the moisture damage. Complete functionality testing of the pump was no possible due to moisture ingress and damage. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (tactile changes w/moisture). The reporter stated that the keypad buttons were unresponsive after being exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.